Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient never had effective therapy with their system. Surgical intervention may be pending to address this issue.